Event description:
Pt was placed on a ventilator. The ventilation stopped suddenly and then machine went dark as if it was turned off. The nurse began to manually bag the pt. During ventilator exchange, it was noted that the power cord was sparking at the outlet. The unit was isolated and a loose wire was found. The power cord was rewired and tested okay. The unit was put back in svc.